Manufacturer narrative:
The ge representative conducted an onsite investigation. The generator interface board was reseated and the main batteries and the charger board were replaced. The system was tested and operates as intended.

Event description:
The customer reported that the 9900 system displayed a power failure error message when the x-ray button was pushed. No pt injury was reported.